Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor passed the motor test and the rewind feature functioned properly during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer's wife reported via phone call that the customer received the motor error alarm on the insulin pump when priming and rewinding. The customer's blood glucose was unknown. The customer's wife was unaware of any significant events leading to the alarm. While troubleshooting, the customer was unable to complete the rewind sequence. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.